Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's freestyle libre 2 sensor detached while sleeping. The customer was unable to obtain scan readings and came to experience pallor, fatigue, sweating, seizure, and loss of consciousness. The customer required treatment of glucagon injection by a third party and no further treatment was reported. There was no report of death or permanent injury associated with this event.